Event description:
In 2003, the user facility's or materials manager informed the MFR's sales representative of the following: during injection of medication nurse noted swelling around device. Dye study done in radiology. Radiology felt device catheter was not connected to device. Surgeon brought pt back to surgery. Device catheter was attached to device. Question leak at seal on device.